Event description:
It was reported that patient presented for a generator change. It was noted that a drop in r-wave sensing amplitude caused t-wave oversensing, and patient received inappropriate shock as a result. Increased capture threshold was also noted. The lead was capped and replaced. The patient was doing well post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.